Event description:
Further info: nurse states pump was on secondary line with the chemo. States she attached the lever lock onto the most distal y-site. States it clipped on without problem. When she started her pump, she got an "occlusion" alarm. On investigationm, she noted that the adapter on the lever lock did not completely penetrate the septum on the y-site. When she went to remove the lever lock was when the spash-back occurred into the pt's eyes. States they use the 2c6571 only with pts who have central lines. States the pt. Followed up with a opthamalogist but had not injuries as a result of the chemo splash.